Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting procedure stent damage occured. The lesion was located at the right coronary artery. A 2.50 x 24 mm promus element plus drug eluting stent was used but failed to advance which prompt removal. The stent got caught on the guide catheter and a bent at the proximal end was observed. The device was completely removed and the procedure was completed with another device. No patient complications were reported and the patient status is fine.